Event description:
Patient representative reported that the patient experienced capsular contracture, pain, seroma, swelling, chronic inflammation, burning/heat sensation, rash, itching, removal of implants due to fear of alcl to reduce risk of alcl and due to symptoms and fear of alcl: mental anguish and fear of alcl, evaluation for alcl, increased risk of alcl, recommendation of explant due to lymphoma risk, anxiety, panic disorder. The following reported events have been deemed not related to the device: hypogammaglobulinemia and immune deficiency, fatigue, depression, chronic insomnia, irritable bowel, gastrointestinal upset. Affected side is left. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture and seroma - late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture; seroma.